Manufacturer narrative:
The device was visually inspected and reddish material was found inside the pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. Then, the force sensor feature was tested and found to be working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and both temperature and impedance values were observed to be within specifications. A cool flow pump test was performed and it was found to be within specifications. The catheter was irrigating correctly and no irrigation issues were observed. Additionally, scanning electron microscope (sem) testing was performed on the pebax area. The results showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, contact force soared. Ablation was then started with a second catheter and temperature soared on the second catheter. The temperature cut off function was working. The cable was replaced, and the issue continued. The second catheter was then replaced, and the issue resolved without patient consequence. No adverse patient consequences were reported. The temperature and contact force issues are not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on 7/04/2018 scanning electron microscope sem analysis of the pebax showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The issue of hole on the surface of the pebax has been assessed as reportable.

Manufacturer narrative:
In follow up 1, the manufacture date and expiration date was reported incorrect. Additional information was received indicating the manufacture date of 3/19/2018 and expiration date 3/18/2019. Corresponding fields of this report have been updated. Manufacturer ref no: (B)(4).

Manufacturer narrative:
The initial reporter postal code code (B)(6) was omitted from the initial report in error. Additional information was received indicating the manufacture date of 9-26-2017 and expiration date 9-25-2018. The corresponding fields of this report have been updated. Manufacture ref no: (B)(4).